Event description:
It was reported there was a documentary about a patient with tourette syndrome that was implanted with a deep brain stimulation implantable neurostimulator (ins). It was stated the ins "did not work". No symptoms or injuries were reported in relation to this event. It was noted the manufacturer representative would contact the healthcare provider for more information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that one of the patient's extensions was replaced on (B)(6) 2012. The reporter stated that the patient outcome was "ok." See MFR report # 3007566237-2012-01683.

Manufacturer narrative:
Concomitant medical products: product ID 09016-95, explanted: (B)(6) 2012. Product type: extension.

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated the documentary was "already 3 years old." Patient outcome was reported as "ok and receiving therapy."